Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 29 mg/dl and disorientation. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was treated via consumption of carbohydrates. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. Pump data review with tandem technical support confirmed the pump was functioning as intended.